Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered potentially inappropriate therapy. The patient experienced an inappropriate shock and presented to the emergency room (ER). Technical services (ts) reviewed the device data and noted that the device appropriately withheld therapy for approximately three and a half minutes; however, one undersensed beat caused the device to interpret the ventricular rate as greater than the atrial rate, resulting in the delivery of four anti-tachycardia pacing (atp) bursts and one shock. Ts discussed reprogramming options to help prevent undersensing in the future. No additional adverse patient effects were reported. This ICD remains in service.